Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 24 and 36 hours. The pod was leaking insulin. The adhesive came loose because of the leak, thus, the cannula dislodged from the infusion site (leg).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.